Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a knob on an aiming arm for the proximal femoral nailing system (tfna) broke off as the doctor was trying to tighten it. The inner portion was still attached, and the doctor could easily tighten the handle. The procedure was completed successfully. Patient status was good. Concomitant devices: handle (part: unknown, lot: unknown, quantity: 1). This report is for a 130 deg aiming arm. This is report 1 of 1 for (B)(4).